Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens implantation the vision was blur in all distances and also had hyperopic surprise causing asthenopia. Hence the lens was explanted in a secondary procedure. Additional information has been requested.